Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial #: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's controller would not charge the neurostimulator (ins). Patient stated he was sent 2 li batteries so he knows that was not the issue. Patient stated that it will connect and show excellent coupling and flash green but then flash yellow and stops charging if he moves at all. Patient stated he reset the entire system last night and issue was not resolved. Patient stated the controller indicated charge quality was excellent and was that way for a few minutes but if he moved at all it would show a yellow light and stop charging. Patient called back and stated that they had not received replacement part and their stimulator was not working. They were in pain the entire weekend. Patient reported they could not control their pain without their ins. Patient reported it jeopardized their health. No further complications were reported/anticipated.